Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter. The shafts, balloon and tip were microscopically and visually examined. There was blood in the inflation lumen, guidewire lumen and balloon. The balloon was loosely folded. Microscopic examination of the balloon revealed that there was a 9mm longitudinal tear at the proximal end of the balloon. Microscopic examination presented no irregularities in the balloon material or the markerband that could have contributed to the damage. Inspection of the remainder of the device revealed no other damage or irregularities. There was no evidence of any damage or irregularities contributing to the reported crossing difficulty. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 01-oct-2018. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 32 x 4mm, de novo target lesion was located in the tortuous and severely calcified left anterior descending artery. A 2.50mm x 12mm maverick²¿ balloon catheter was advanced for pre-dilatation. However, the device failed to cross the lesion. Subsequently, pre-dilatation was performed with a non-bsc balloon catheter followed by stenting and the procedure was completed. No patient complications were reported and the patient's status was good. However, returned device analysis revealed the balloon was torn circumferentially.